Event description:
It was reported that when using the bd pyxis¿ medbank tower, for the medication morphine sulf, rxverify request had dropped off and was no longer visible on the patient¿s profile. The customer stated that they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify request fell off and was no longer appearing on the patient profile. A technical support specialist did not see any active request for the patient. Customer was advised to re-submit the medication request. The system functioned as intended after the technical support specialist investigated the issue.